Event description:
Information was received indicating that a cadd medication cassette was not able to be attached to the pump correctly and was exhibiting a no disposable" alarm. It was reported the end user switched out the cassette with another cassette and was able to continue the infusion with no issues, therapy was not interrupted. No adverse patient effects were reported. No additional information is available.